Manufacturer narrative:
The reported event of the ventricular setscrew could not be tightened, and setscrew came out of the device attached to wrench was confirmed. Analysis revealed the cause was the user¿s incorrect use of a torque wrench, which led to damage. Specifically, the wrench was stripping the part where the setscrew goes. As a result, the wrench got stuck in the setscrew. When the user removed the wrench, the setscrew came out with it. In summary, the problem arose due to improper use of the torque wrench during the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker setscrew was failing to tighten and exhibited an unspecified fitting issue with the hex wrench. The pacemaker was not used. The physician proceeded with another pacemaker and successfully completed the procedure. The patient was in the stable condition.